Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There is no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. The reader did not power on with button, test strips, or usb cable. The reader was sent for further investigation and decased. Internal visual inspection was performed on the reader's pcba (printed circuit board assemby) and burn marks were observed. Extended investigaton was performed on the reader and internal burn marks were observed on the u2 and u6 chip and the usb port. The reader's returned battery was measured at 0v which is not whithin specification of 3.7v -4.2v. During testing, the reader was observed to be charging however, it still failed to power on. The battery was replaced with a new un-used battery. The reader was still unable to connect with the usb cable. It has been determined that the observed internal damage is consitent with using a non-abbott diabetes care (adc) charging cable, causing high voltage across various internal chips and damaging them. The charging cable and power adapter that is provided by adc produces 2.75 watts of power, which is not enough power to produce enough heat to cause the observed damage in returned reader. Therefore, the issue is not confirmed due to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.